Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as the material and lot numbers were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd eclipse¿ safety needle was difficult to fix onto the syringe and separated from it under pressure. This event occurred 6 times in an unspecified lot, and the needle connectivity issue occurred once in another unspecified lot. The following information was provided by the initial reporter: "the customer complained that the needle couldn't be fixed on syringe. It fell off under pressure." "For all three batches this is the second case for this classification defect, but in the first case the claimed defect was a leaking between syringe and needle."